Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient¿s blood pressure dropped. Via internal cardiac echocardiography, the physician noticed fluid in the pericardial space and pericardiocentesis was performed. It was noted a tamponade occurred. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. The data files showed that at least nine applications were performed with the balloon catheter on the date of the event with no system notice. In conclusion, the reported adverse issues were not confirmed through data analysis. The sheath was returned and product analysis remains in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Dissection did not show any breakage of the pull wire or any leakage and the sheath passed qa final inspection prior to release. In conclusion, the reported clinical issues were not confirmed through testing and data analysis. The sheath passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.